Event description:
Physician prepared pt in usual and proper manner and inserted lumbar needle from kit. Lumbar catheter was then inserted through needle. Because of resistance, physician discontinued the catheter. Upon withdrawal, the catheter tip was missing. Pt taken for CT and the catheter tip was noted to be retained. Pt taken emergently to or for removal of catheter tip.